Event description:
It was reported that the patient developed an infection. The implantable cardioverter defibrillator (ICD) system including the right atrial (ra) and right ventricular (rv) leads were removed. Reference reports mw5166686, mw5166687. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).